Manufacturer narrative:
The date of event is unknown.explant date field is not applicable. The lens remains implanted at the time of the report.section e1 for a patient. Address and phone number is not applicable.section f has been filled out by the manufacturer. The lens is not available for evaluation, since the lens remains implanted in the patient's eye.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
The patient reported that she had an intraocular lens (iol) implanted in her left eye on (B)(6) 2014. The patient initially reported that she believes that there is a fold on the lens, it burns, and it tears. She stated that her vision is also blurry and it itches. She feels like something is in her eye when she blinks. She questions if she is having an allergic reaction to the lens. Follow-up information from the patient received on (B)(6), 2014 indicated that she is having a problem with inflammation. The doctor has given her a new medication to take for the next two months. No further information was provided.